Manufacturer narrative:
The hill-rom technician found the bed exit strips needed to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit strips to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit was not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).